Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a bradycardia episode that looked to be undersensing. It was further reported that the device detected tachycardia episodes due to artifact. The device remains in use. No patient complications have been reported as a result of this event.